Manufacturer narrative:
Daughter of type 2 diabetic reported that the patient was vomiting, was febrile, and felt weak. The daughter stated that the patient was brought to the ER via car for the vomiting and fever. The daughter shared the bg is 435. The patient is received IV fluids. The daughter stated that her mother had bg 135-150 range over the past 2 days while wearing the vgo40. The daughter thinks the last hga1c was 12-13%. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided.

Event description:
Daughter of type 2 diabetic reported that the patient was vomiting, was febrile, and felt weak. The daughter stated that the patient was brought to the ER via car for the vomiting and fever. The daughter shared the bg is 435. The patient is received IV fluids. The daughter stated that her mother had bg 135-150 range over the past 2 days while wearing the vgo40. The daughter thinks the last hga1c was 12-13%. There is no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Block d4 - UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here. (B)(4). Block e1- initial reporter corrected, block e2- health professional - no checked, block e3- non healthcare professional, block g7- follow up #1, block h1 -serious injury, block h2- correction/additional information checked, block h4- manufacture date provided.